Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and confirmed system error 345 alarms. The incorrect history log was referenced at the time of evaluation and cause was not determined during evaluation. A visual inspection was performed and no abnormalities were found. The reported issue was not reproduced during the device evaluation. The device underwent functional testing to ensure proper operation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received however the evaluation is not yet complete. When additional information becomes available a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.